Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/19/2016 with the following findings: a review of the black box and alarm history indicated that call service 12 alarms had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no alarms occurring. The complaint could not be duplicated on investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. Reportedly, the pump emitted a call service 012 alarm during basal delivery. The alarm did not occur multiple times, however the patient insisted the pump be replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a missing bolus record in the pump history which may impact treatment decisions.